Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿

Event description:
According to the notice received by way of a civil action complaint filed on june 20, 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6). The patient had a CT scan of the chest done approximately 10 months later, on or about (B)(6) 2015, which allegedly revealed a strut of the filter had broken and was located in the left hepatic lob and another broken strut was located within the inferior vena cava. The patient underwent a scheduled retrieval the one day later, on or about (B)(6) 2015. The physician was unable to retrieve the filter and a venacavogram demonstrated the filter tilted and fragmented. The patient had a CT of the abdomen completed on or about (B)(6) 2015 which revealed a strut fragment was located in the left lobe of the liver and an additional segment of the fractured strut was located within the inferior vena cava. The patient underwent a second scheduled retrieval surgery the next day, on or about (B)(6) 2015 but was unsuccessful as the filter was found to be embedded in the caval wall, tilted and the filter had fragmented. The patient alleges to have ¿suffered physician pain, as well as anxiety.¿ argon's attorneys are attempting to gather additional information.